Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the idler pulley location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suture cut needle driver had a broken wire. The user completed the procedure with no further issue reported. No fragment fell inside the patient. The instrument was not used on the patient. Isi followed up with the initial reporter and obtained the following additional information: ports were already placed on the patient when the issue was found. The instrument did collide with other instruments during the procedure. The instrument had issues opening and closing the grips. It was unknown if there was any horizontal and vertical movement issues. There were cables protruding from the distal end of the instrument.